Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - if implanted, give date: not applicable, as the lens was implanted section d6b - if explanted, give date: not applicable, as the lens was implanted; therefore, no explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was not implanted, because it was defective. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 29-nov-2023 section h3 - device evaluated by manufacturer? Yes device evaluation: the suspect product was received and forwarded to the manufacturing site for evaluation as part of a failure investigation initiated due to a high incidence of complaints. The following conditions were identified: device received disassembled, pushrod bent, residues of viscoelastic observed on cartridge and loading zone, lens stuck in cartridge, no assembly issues observed on lens module, and lens removed from cartridge without difficulty and observed damaged and cut. Based on the assessment performed, no product deficiency and/or evidence suggesting the complaint unit was affected by the manufacturing process was identified. No manufacturing defects were observed in the device that could cause the condition reported. The bent defect observed on the pushrod could be related to inadequate handling which contribute to lens damage during the delivery process. An assignable cause could not be traced to the manufacturing process; no further escalation is deemed necessary. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.